Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that ophthalmic blade was bent and did not get into the trocar and shank was slightly bent during the vitrectomy surgery. The surgery was completed by replacing the product with another one. The patient impact details were not reported. This is the first of two reports received from the same initial reporter.

Manufacturer narrative:
Corrected information was provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event ophthalmic blade was bent and did not get into the trocar and shank was slightly bent is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The FDA product code of a020101 has been retracted. No further reports will be scheduled under mfg report num: 2523835-2025-01277.. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.